Event description:
Same case as MDR ID # 2134265-2013-07735 and 2134265-2013-07734. (B)(4) study. It was reported that timi flow degradation and side branch event occurred. In (B)(6) 2013, the patient presented with stable angina (ccs classification 1) and was referred for cardiac catheterization. Target lesion # 1 was located in the distal right coronary artery ( rca ) with 75% stenosis, a length of 18 mm, and reference vessel diameter of 3.38 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent and post dilation with 0% residual stenosis. Target lesion # 2 was located in the proximal right coronary artery ( rca ) with 98% stenosis, a length of 30 mm, and reference vessel diameter of 3.38 mm. Target lesion # 2 was treated with pre-dilatation and placement of a 3.50 x 38 mm study stent and post dilation with 0% residual stenosis. Target lesion # 3 was located in the first obtuse marginal (om) with 86% stenosis, a length of 34 mm, and reference vessel diameter of 2.47 mm. Target lesion # 3 was treated with pre-dilatation and placement of a 2.50 x 38 mm study stent and post dilation with 0% residual stenosis. Baseline core lab angiography comment dated on the same day of the procedure revealed " timi 3 flow after pre dilation but., but rca had timi 2 flow after stents deployed. Final cine still with timi 2 flow. " and revealed 20% side branch stenosis at distal left circumflex (lcx). Post procedure angiography revealed 70% 'branch percent stenosis in distal lcx. The patient was discharged one day post- procedure on dual antiplatelet therapy.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).